Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the stapler was unable to fire, the surgeon was unable to press the green button but could squeeze the handle. The user opened a new one to resolve the issue. There was no patient injury.